Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6).

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4), b5: describe event or problem - additional information d9: device returned to MFR - additional information h2 type of follow up: additional information